Manufacturer narrative:
The returned device was analyzed. This is supplemental MDR to report investigation results (MDR aware date 10jan2024). During pre-decontamination test, it was noted that there was no resistance while maneuvering the broken stopcock. No other visible damaged noted. Flushing was successfully done pre and post decontamination. In a further testing along with digital microscope, it was further confirmed the break at the neck of the lever and revealed a minor void in the neck of the lever. While manual manipulation, the stopcock was rotated and resistance was noted. The reported allegations are confirmed based on the returned device, although in-housing testing confirmed that it was the lever that broke off the device as opposed to the "valve itself" as reported.

Event description:
It was reported that a bmc transseptal sheath was selected for use. During preparation of the procedure, the device was opened on sterile table and when the 3-way valve was adjusted, the handle came apart. The stopcock was being handled for the first time as it broke off and there was no resistance with the arm rotation. It was the valve itself that broke off, not the lever. A flushing was performed before use of the device, with no issue with it. No other issues were noted. Thus, a new introducer sheath was selected for use and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that a bmc transseptal sheath was selected for use. During preparation of the procedure, the device was opened on sterile table and when the 3-way valve was adjusted, the handle came apart. The stopcock was being handled for the first time as it broke off and there was no resistance with the arm rotation. It was the valve itself that broke off, not the lever. A flushing was performed before use of the device, with no issue with it. No other issues were noted. Thus, a new introducer sheath was selected for use and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.